Event description:
It was reported that mesh was to be used for an unknown surgical procedure on an unknown date. When the mesh was received, it was noted that two of the three seals on the actual product box were not intact. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.